Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow up in-clinic, suspected premature battery depletion was observed. Upon interrogation, the device hit the elective replacement indicator earlier than expected and the device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Analysis of the device image indicated there was some data corruption consistent with exposing the device to electrocautery. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.